Event description:
It was reported the patient had a problem with their patient programmer. It was also reported the patient lacked basic understanding of patient programmer use and therapy. It was stated the programmer issue was resolved. It was noted the patient¿s stimulation had not given them much relief for more than 6-10 hours at a time or for a day after reprogramming but then it wouldn¿t work like it did. It was noted the patient had been back to her healthcare provider for reprogramming sessions and still continued to have this concern. It was stated the patient¿s device didn¿t work and the patient didn¿t get any satisfaction out of it for more than 6 hours. The patient was turning it on and tried to keep it going. It was clarified that the programmer wasn¿t working for ten hours and the programmer would come on but wasn¿t going any further than the icon on the picture. It was noted the patient last went back to their doctor three weeks prior to report and their device was reprogrammed with a clinician programmer. The patient stated their programmer screen had three different icons and the lower right side had a square and programmer. It was noted the patient described the change patient programmer battery screen. The patient replaced the batteries and this resolved the issue. It was stated the patient was set at 4.0 volts with the lightning bolt and wasn¿t feeling stimulation. It was noted the patient wanted to increase stimulation. Reportedly, the patient last increased their stimulation 4-5 days prior to report and had other health issues and was ignoring it. It was stated the patient adjusted it up to 4.1 volts and stated they could feel the sensation. It was noted the patient started having issues with it the day after seeing their doctor at end of (B)(6) 2013. Reportedly, it lasted one day through that evening and the next morning it was gone. The patient stated it started having problems and must have been when the patient programmer stopped. It was noted the patient hadn¿t gotten more than 6 of therapy really and was starting to think maybe it wasn¿t good for them. The patient reported they seemed to be having more trouble using this successfully. The patient stated they had been having this for a quite a while and needed to keep up better with how it had been going.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va05l2w, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).